Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient developed an inflammation and discomfort in the implant area. The patient also developed an infection at mucopurulent rhinorrhea and subsequently was treated with oral antibiotics. The implanted device remains.